Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed battery replacement immediately after replacing the battery.  Customer's blood glucose reading at the time of the incident was not included in the report.  No significant events leading to the alarm were observed.  Analysis letter is being sent at the customer's request as the product is expected to return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected failed battery test or replace battery alarm during testing. However, pump received with high sleep current measurement, problem isolated. Pump received with cracked retainer, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, end cap address label faded and minor scratched lcd window.